Event description:
The patient reported that the infusion set was leaking insulin at the infusion set headset after 1.5 days of use and her blood glucose elevated to 300-400 mg/dl. She changed the infusion set and bolused through the infusion device to lower her blood glucose. Her normal blood glucose level is 100-150 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.